Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. A search of complaints related to production order (po) was performed ion (B)(6) 2019. The search revealed four other complaints have been received for this production order number. Investigations are ongoing. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted. H3 other text : placeholder.

Manufacturer narrative:
If implanted, give date: not applicable as the cartridge is not an implantable device.  If explanted, give date: not applicable as the cartridge is not an implantable device.  All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was caught in the injector and surgeon removed the lens from eye while inserting lens into the eye in same surgical procedure and then surgery continued with a new replacement lens. Additional information was received, and it was reported that the lens was stuck in cartridge and the lens touched side of patient¿s eye. Reportedly replacement lens used was of same model and diopter. There was no patient injury, no incision enlargement, no vitrectomy and no sutures required. Patient was doing well. No further information provided.